Manufacturer narrative:
--

Event description:
Additional information reported that a memory download of the device was recently submitted. Currently, the device showed a longevity estimate of 1.5 years. However, as the device was exhibiting unusually high power consumption, and was going to continue to do so, the explant date was going to come much earlier than expected. Hence, a device replacement at the soonest possible date was advised. A company representative later indicated that the patient was going to be contacted in a few days and if the patient would agree, a replacement procedure was going to be scheduled. Further information noted that there had been no updates if the patient agreed to the replacement procedure or if one has been scheduled. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received indicating that the device was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). The device reportedly showed seven years remaining longevity during a follow up early in the year; however, during a recent follow up, the device now showed three years remaining longevity. No programming changes were done in the interim and threshold and impedance measurements were stable. Patient monitoring through the remote monitoring system was planned. Boston scientific technical services (ts) reviewed the programming and therapy usage and agreed that the battery appeared to be depleting prematurely and requested a memory dump for further analysis. However, no further information had been submitted. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion (pbd).